Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered an unk amount of insulin based on that reading. According to the consumer, he went to the emergency room because of his reading. It is unclear if the consumer experienced a hypoglycemic or a hyperglycemic event because the consumer refused to provide any info regarding his medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. During the call, control solution testing of her test strips showed the strips to be out of range. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.